Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) screen flickered, went blank and a loud screeching noise occurred. The iabp was swapped to continue therapy and original taken to biomed to await evaluation. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manger (stm) was dispatched to evaluate the iabp. The stm found fault code 112 during event and attempted to troubleshoot connection between display and executive processor board. No issues were found. The stm installed a new executive processor board and performed all calibrations and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) screen flickered, went blank and a loud screeching noise occurred. The iabp was swapped to continue therapy and original taken to biomed to await evaluation. There was no harm or injury to patient and no adverse event was reported.